Event description:
While the surgeon was repairing the inferior vena cava with 5-0 prolene c-1, the thread from the needle came off. The suture is not designed to be a "pop off". The bleeding was controlled with another suture.